Event description:
Micu [medical intensive care unit] attending sequestered ett [endotracheal tube] with the balloon deflated butt the cuff was ¿plump¿. Attending inflated balloon with 10cc air and balloon would not hold air and was concerned it was defective. Rt [respiratory therapy] suggested adding an additional 5 cc of air (total of 15cc) and the balloon stayed inflate. Rt shared he thought it was because the ett was ¿low pressure high volume¿. Respiratory confirmed defect. Reviewed with supply chain as concern for defective ett vs new product that staff may be unaware of. Review is that this is not a new product, micu shared to inflate 'air' but not a specific volume ett sequestered and will be returned as defective product. Infor 116763 covidien shiley hi-lo oral/nasal tracheal tube cuffed 7.0, lot 23k0554jzx, use by 2028-12-11, (B)(4).